Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the 15mm joint of the device was found broken when the healthcare professional disconnected the "15mm joint" and the "intubation tube body" of the "tracheal intubation". The device was immediately replaced with a new endotracheal intubation of the same lot for use by the patient.